Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic hysterectomy procedure, after two activations of the device, a device damaged message was received for the device. The device was replaced with another. There was an unspecified delay to the procedure. Later, when the device was examined by the facility biomedical engineer, the teflon pad of the device was found to be missing. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The tissue pad was worn and peeled off because the ultrasonic wave was output with the grasping part closed (including after the tissue was cut) without grasping the tissue. 2. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact. By continuing to output in the state of 3.2, a load was added to the probe and an error occurred. 4. The tissue pad was cut and the tissue pad fell off due to the load applied to the peeled off tissue pad. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
Addendum oct 7, 2022: the device not inspected prior to use but opened from package and used in procedure. The missing teflon piece did not fall in the patient, but the piece was not found. The procedure was therapeutic laparoscopic hysterectomy. The doctor was performing coagulation; after the second coagulation cycle, a probe damage error was received for the device. The settings were cut, 2 and coagulation 3. The procedure was completed with a delay required for switching to a new similar device. The patient did not need additional anesthesia.

Manufacturer narrative:
Additional information has been received for this event. The device has been returned and evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, d9, d10, g3, g6, h2, h3, h6, and h10. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the teflon pad was detached from the jaw. The jaw was carbonized. Statements in the device manual are as follows: 1. Be sure to perform the preparation and inspection described in chapter 15 of the manual sb-0535fc device instruction manual before use. Also, inspect auxiliary equipment to be used with the sonicbeat instrument in accordance with the instruction manuals equipment instructions. If you notice any abnormality on the sonicbeat instrument, do not use it. Inspect the instrument as indicated in chapter 8 troubleshooting in the manual ultrasonic generator instruction manual. If the irregularity is still not resolved after the solution of problems, contact olympus. 2. If any irregularity is observed (error window, noises, outputs, operations or abnormalities, etc.) Or a malfunction while using the sonicbeat, stop use and remove the instruments from the body cavity. 3. Do not activate the output while the holding section is closed without contact with tissue, or check if it has been cut crosswise. Otherwise, a local increase in temperature due to friction between probe tip and grip section can occur, which could be resulting in various damages to the probe tip and/or the ptfe pad, such as premature deterioration, rupture, deformation and/or introduction into the body cavity and/or partial separation. 4. During treatment, please do not activate the instrument while applying the probe tip to the tissue with excessive force, clamps stiff tissue, or rotates the handle. Also, do not activate the output while applies torque to the tissue on the handle. In this case, release the twist, grasp the tissue and activate the output again. Otherwise, the probe tip and/or gripping section may be damaged, which could cause either the probe tip to detach and/or the ptfe pad. Supplemental report(s) will be submitted upon any relevant new information being available.